Event description:
Information received by medtronic indicated that the inpen's screw is not moving as intended and it was alleged that customer had experienced high blood glucose or hyperglycemia. The customer¿s blood glucose level was 328mg/dl at the time of event and customer had been treated with manual injection or insulin pump. Troubleshooting was performed during the call. The inpen will be returned for further analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Inpen did not pair with commercial app. However, inpen did transmit to manufacturing app. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions down the length of the dose nut. Also, performed dust/debris investigation and found visible horizontal abrasions on the outside of electronics housing were noted. Noted dust/debris was lodged between the dose knob and electronics housing possibly causing retracting leadscrew. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. Unable to confirm leadscrew anomaly due to difficult to dial/dose. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.